Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 248 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis showed chemical degradation across all sensing areas, which led to the sensor replacement alert being triggered after glucose readings were blinded when all channels fell below the threshold value. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 12 nov 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14 august 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.